Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the laser probe tip could not be inserted into the trocar cannula.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the laser probe was received for evaluation. A visual assessment of the returned sample revealed there was excess adhesive residue on the cannula tip. The reported event was replicated, as the sample could not be inserted into trocar cannula. The system was manufactured on january 29, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).